Manufacturer narrative:
Clarifications to e.1: phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with juvederm vista volift xc in the nasolabial folds. A month later, patient was injected with juvederm vista volift xc, juvederm vista voluma xc and juvederm vista volux xc into the nasolabial folds and other areas. Another month later, patient was injected with juvederm vista volbella xc into the lips and tear troughs, and juvederm vista volift xc into the cheeks. Approximately one month and a half later, the patient went to the hospital for ¿delayed allergic reaction and swelling.¿ the swelling mainly occurred on the middle face. The patient requested that the hyaluronic acid not be dissolved, so the patient was monitored with steroids. Three days later, the symptoms did not improve so the patient visited the hospital again. The ¿swelling had developed over the entire face, including the lips and around the eyes. Some areas were suspected of being nodules, which were dissolved using hyaluronidase.¿ symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6), (emdr-(B)(4)), (B)(6), (emdr-(B)(4)), (B)(6) (emdr-(B)(4)), (B)(6), (emdr-(B)(4)) and (B)(6), (emdr-(B)(4)). This emdr is being submitted for the second suspect product, juvederm vista volift xc.